Manufacturer narrative:
(B)(4). Concomitant medical products: 814313180, hfn 125 deg 13mm x 180mm, 123690, 814550042, cortical bone scr 5.0mm x 42mm, nm08921twa, 814501100, hfn a/r screw 100mm, tk1112300a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient's lag screw was revised due to migration into the patient's femoral head which caused pain. It was reported patient non-compliance may have contributed to the event. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the complaint was confirmed through radiographic review. The device history records were reviewed and no discrepancies were identified. Medical records were not provided for this event, however, the complainant stated, "according to the surgeon, the patient ignored follow-up and may have been full weight bearing." A radiographic review indicated that "mild radiolucency surrounding the lag screw suggests possible loosening. No definite evidence for lag screw migration." While it is noted that the surgeon believes noncompliance may have played a role in the reported event, this cannot be confirmed as the root cause. Based on available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.